Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was over 24 mmol/l. The customer¿s current blood glucose value was 5.1 mmol/l. The customer was feeling sick due to high blood glucose value. The customer treated high blood glucose by bolus with insulin pump. Insulin pump was not on auto mode. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Trouble shooting was performed. No further complications were reported. The customer will continue to use the device.